Event description:
It was reported that there was right atrial (ra) lead placement difficulty due to a very challenging patient anatomy and that the lead helix had tissue from the first placement and might not properly engage after that. After several unsuccessful attempts, the physician elected to try a different model lead with a smaller lead body and more flexibility to achieve an adequate placement location. The smaller lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated damage at implant. (B)(4).